Event description:
It was reported that "arterial pressure waveform shown on the phillips patient monitor seemed to be incorrect during use in a cardiac surgery. The kit was being used during operation, and when the customer stopped the patient's heart and started a heart-lung machine, a small waveform which was like a pulse was shown on the monitor although the waveform should be a flat line. Centrifugal pump, not roller pump was used for the heart-lung machine. There was no error message observed. Actual value shown on the monitor is unknown. There were no kinks, leakage, nor occlusion on the tubing. The kit was exchanged when the patient was moved to ICU after the surgery. Only one dpt from one of the triple lines will be returned for evaluation. No patient complications reported."

Manufacturer narrative:
Received one dpt without any attached components. The dpt zeroed and sensed pressure accurately on the pressure monitor. The electrical testing showed that the dpt electronic components were intact because both input impedance and output impedance were within specifications. The zero-offset also met specification. There was no visible defect found from the dpt cable connector. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.